Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available, omnipod software app version: 2.1.0, operating system: 26.1, hardware: iphone18.1, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced a hypoglycemic event during omnipod5 (op5) training on (B)(6) 2026. The patient reported trending low during training and becoming symptomatic before treating the low blood glucose (bg). The patient had mentioned the pod "wasn't officially activated during training," however after further probing, was vague about whether he activated the pod and began insulin delivery, therefore insulet is reporting this out of an abundance of caution as it is not completely clear if the patient was wearing an active pod associated with this event. Op5 training was discontinued, and the patient was instructed to remove the pod. Emergency medical services (ems) were contacted and treated the patient for hypoglycemia at his home; the patient was not transported to the hospital. Reported symptoms included shakiness, nausea, sweating, altered mental status, and a feeling described by the patient as "unusual sensations". Treatment consisted of glucose gel administered by ems and oral carbohydrates provided by a family member. The patient reported the last observed bg value during the event was in the mid-60s¿mg/dl.